Event description:
Device 2 of 3 .reference MFR report: 1627487-2016-00942.reference MFR report: 1627487-2016-01060.further review of the compalint file identified the patient was implanted with a third lead. The lead model 3186 has been added to this report as device 3.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-00942. It was reported the patient had her entire scs system removed because she was not receiving any pain relief from her stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report: 1627487-2016-00942. Reference MFR report: 1627487-2016-01060.